Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,11.5mml (tsvm4b11) was returned for investigation. Visual inspection of the as returned product identified minimal signs of wear and debris from use about the implant body and threads. The product matched print specifications where measured against drawing pd-tsvm4b11 rev d (cal1334 cal due: (B)(6) 2020). The per indicates that the patient is a smoker with poor oral health, both of which could contribute to the reported medical events. The reported product was located on tooth # 24 and used for approximately 3 weeks. Pain and inflammation were reported as patient impact from the reported events. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1226207. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op070) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1226207) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection & bone loss) or product (tsvm4b11). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter email address: not provided.

Event description:
It was reported that implant (tsvm4b11) was removed due to infection and bone loss. Abscess, inflammation and pain was also reported. Site was bone grafted. Tooth location 24.